Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the luer port was cracked and leaked a minimal amount of blood. The user applied bone wax at the source of the leak in order to slow the dripping. The blood drip was slow and the cannula was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.